Event description:
It was reported that during reprocessing that the tip of the cadiere forceps instrument was broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint that the tip of the instrument was broken was not confirmed. However, the finding was a frayed pitch cable. The instrument was found with a frayed pitch cable at distal idler. No damage found on the pulley or clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.